Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported there was no torsional movement on the phaco handpiece during surgery. The tip was exchanged but the issue remained. The handpiece was exchanged and the procedure was completed with no patient harm.